Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer had bent cannulas, no delivery alarms, and high blood glucose levels but problem was resolved by changing the infusion set. Troubleshooting was not performed due to this being a past event. The product was not returned for analysis.